Event description:
It was reported that a pt who was receiving v.a.c. Therapy for a plantar area diabetic ulcer was ambulating when the v.a.c. Tubing became caught on a dresser allegedly causing the pt to fall. The pt was admitted to the hosp for treatment of a broken hip and then admitted to a rehabilitation unit.

Manufacturer narrative:
V.a.c. Labeling states, "wrap any excess tubing into a bundle and put the tubing into the tubing storage pocket on the bottom of the carrying case." In addition to the text, a pictorial illustration is also provided. V.a.c. Labeling also warns, "excess tubing may present a tripping hazard. Ensure that excess tubing is stored in the tubing pocket and is out of areas where people may walk." Although no device malfunction was reported, the alleged event is being reported as the pt required surgical intervention to resolve the condition.